Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During (B)(4) meeting, surgeon mentioned to synthes pd that she had used imf screws in an unknown procedure on an unknown date when one of the screws broke. Surgeon was unable to retrieve the screw and it remains in the patient. It is not known if only a portion of the screw or the entire screw remains in the patient. No further information is available at this time.